Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed cutter insertion, the burr device jumped out when device was started and the device overheated within seconds. Therefore, the reported condition was confirmed. It was determined that the cutter failed and dragged because of corrosion. It was further determined that this was caused by worn out bearings. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the pre-testing process, it was observed that the attachment device was not accepting burr device. During in-house engineering evaluation, it was observed that the device failed cutter insertion, the burr device jumped out when device was started and the device overheated within seconds. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.